Event description:
It was reported that the surgeon was bending the 6.0mm x 600mm vitallium rod after being cut.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. Conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dot.

Event description:
It was reported that the surgeon was bending the 6.0mm x 600mm vitallium rod after being cut.